Event description:
Customer reported he experienced high blood glucose. Customer stated he woke up and his blood glucose was 591 mg/dl; customer was treating with the insulin pump but it was not making him better. He changed the infusion set and was still around 500 mg/dl. During troubleshoot; it was stated the drive support cap is recessed. The tubing has some small air bubbles but no insulin leak was found. Insulin did exit the tubing with manual prime. Time, date, basal rates and bolus wizard are set up correctly. Customer was instructed to deliver a normal bolus into the air; it did record. Customer was advised to change the infusion set, reservoir and insulin. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.